Event description:
Boston scientific received information that upon interrogation during a pre-discharge check, this cardiac resynchronization therapy defibrillator (crt-d) was observed to have been inadvertently programmed to stat pace mode. No adverse patient effects were reported. The device was reprogrammed according to the physician's specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.